Event description:
Itotal impactor handle broke while the surgeon was impacting the femoral implant.

Manufacturer narrative:
Itotal impactor handle broke while the surgeon was impacting the femoral implant. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.